Manufacturer narrative:
Event date has been corrected to (B)(6) 2016. (B)(4).

Manufacturer narrative:
The beckman coulter customer technical support advised the customer to return the unit. The distributor, (B)(4), supplied a replacement centrifuge unit to the customer to resolve the issue. The customer returned the centrifuge to beckman coulter for further investigation and evaluation. Inspection of the centrifuge confirmed the pcb (printed circuit board) and component was charred. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported observing smoke and a burning smell from their statspin ssvt-1 centrifuge unit. There were no reports of fire, flame, injury, erroneous results, or delay of sample processing reported in association with this event.